Manufacturer narrative:
Submitted: (B)(6) 2015 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: device evaluation: review of the black box data revealed multiple no cartridge detected (163) warnings recorded in the black box. On investigation, a load step malfunction occurred. During the load step, the piston pushes up until the cartridge is empty. Force sensor calibration failed. The force sensor was removed and tested; resistance value was found be within specification. A single component on the printed circuit board was found to be misaligned. Additionally, the display was noted to be dim and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a single component failure on the printed circuit board and a dim, discolored display. This report is made based on results of investigation completed on (B)(6) 2015.